Manufacturer narrative:
It is very unlikely that the deviation of the torque screw (pin pressure to high) has contributed to the reported event (slippage). We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "always use the head support 3020-03 for 3-pin and 4-pin fixation to support the pediatric patients head. For 3-pin and 4-pin fixation adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in each rocker arm are equidistant from the centerline."

Event description:
This is follow-up 01.

Manufacturer narrative:
Device not yet received for evaluation. From the information received we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." Sales department were called on 22nd june 2017 by distributor. They received information from the hospital that suggest a user error has might be caused the incident.

Event description:
Product management of pmi (B)(4) was contacted by distributor on 12th june 2017 via email. Distributor stated that surgeon informed them about the following incident with a doro skull clamp: patient: (B)(6) years old. Paediatric pins were used. Opened the screw side of the clamp fully. Closed the clamp, 1 extra click. Screw the pressure knob to 20 pounds. Then fixed/locked knob of the 2 pin side. Then turned the head a bit and had slippage. Then tried the adult extension arm with adult pins and head slipped again.